Event description:
(B)(4). Same case as MDR#2134265-2014-05275. It was reported that unstable angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient developed chest pain, which was resolved with 3 nitroglycerines, and was diagnosed with unstable angina. The patient was hospitalized and cardiac catheterization was recommended. The 95% diffuse isr of the study stents in 1st obtuse marginal (om) and 2nd om branches were treated with kissing balloon angioplasty with two maverick balloons. A promus element plus stent was then placed in the 1st om beyond the bifurcation. Two additional promus element plus stents were placed in the 2nd om, overlapping slightly in a 'v'. The promus element plus stents were deployed overlapping with study stents. Following balloon angioplasty, the stents were considered well deployed with 0% residual stenosis. Three days later the event was considered resolved without residual effects and the patent was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with recurrent chest discomfort and was diagnosed with unstable angina. The patient was hospitalized on the same day and cardiac catheterization was recommended. At the time of event, the patient was on aspirin and clopidogrel. The study drug was last taken in (B)(6) 2011. The 75% focal in-stent restenosis in svg to 1st om was treated with balloon angioplasty and placement of two 2.5 x 20 mm promus element plus drug eluting stents, one in the lateral ramus and one in the proximal ramus, with 0% residual stenosis. The proximal portion of these stents extended back into the svg graft. The event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).